Event description:
We received an allegation of questionable inr results for (1) patient with a coagucheck-xs meter cpl. This MDR is to report the results obtained on the patient's coaguchek xs meter. Refer to the MDR with a1 patient identifier (B)(6) for the report on the doctor's coaguchek xs plus. On 19-jul-2024 at 7:06am, the patient received a result of results 4.7 inr. On 19-jul-2024 at 7:12am, the patient received a result of 3.7 inr. On 19-jul-2027 at 9:45am, the patient received a result of 5.0 inr. 19-jul-2024 at 10:00am result at doctor's office using coaguchek xs plus meter of 5.3 inr. The patient¿s therapeutic range was provided: 3.0 to 4.0 inr.

Manufacturer narrative:
The product has not been received at this time. The serial number for the coaguchek meter is (B)(6). The serial number for the doctor's office meter is (B)(6). Section e3: occupation is patient/consumer.

Manufacturer narrative:
No material was returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.